Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was unknown. It was reported that the patient died suddenly while washing his car. It was unknown if therapy was ongoing until the time of death. It is unknown if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be performed. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume iipv events that could have caused or contributed to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.